Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2015 confirming that all of the previously implanted hardware was removed during the revision/explant surgery performed on (B)(6) 2015. The patient was revised to a competitor's distal femur plate as previously reported. This report is for an unknown quantity of unknown 5.0mm variable angle locking screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was performed on (B)(6) 2015 due to left femur fracture non-union and to remove broken hardware. The original procedure to treat an acute fracture of the femur was performed on (B)(6) 2015. This went on to a non-union and the plate subsequently was identified to have been broken at the area of one of the screw holes. The patient also underwent a past procedure involving a total hip stem on an unknown date. The removed hardware consisted of: one variable angle locking plate, ten screws(a combination of 4.5mm cortex and 5.0mm variable angle locking screws) and two cables. The patient was revised to a competitor's distal femur plate. No reported surgical delays, no fragments created/left behind. The procedure was successfully completed. This report is 3 of 4 for (B)(4).